Manufacturer narrative:
Intuitive surgical inc. (Isi) received the sureform 45 stapler instrument for failure analysis investigation. The instrument was analyzed, and the reported complaint was neither confirmed nor replicated. Visual inspection did not reveal any damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition an engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument clamped and fired a blue reload successfully. No failures were found in the logs. The instrument was fully functional. No product issue was identified. Sureform 45 reload: visual inspection did not reveal any damage to the reload. The reload was not fired. The instrument the reload was returned with was not fired. This is a complaint that does not affect the functionality of the reload. An investigation has been completed. There were no device related failures.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm sureform 45 stapler instrument moved in the opposite direction. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the sureform 45 stapler instrument for failure analysis investigation. The instrument was analyzed and was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned instrument revealed no issues related to the customer reported issue.

Event description:
Refer to h11 for follow-up information.